Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown lead exhibited a fracture, a high out of range pacing impedance greater than 3,000 ohms, and a loss of capture. The lead was not pacing. The physician and field representative questioned if the patient could have magnetic resonance imaging (MRI). Technical services (ts) confirmed the patient was not conditional due to the lead fracture. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown lead exhibited a fracture, a high out of range pacing impedance greater than 3,000 ohms, and a loss of capture. The lead was not pacing. The physician and field representative questioned if the patient could have magnetic resonance imaging (MRI). Technical services (ts) confirmed the patient was not conditional due to the lead fracture. No adverse patient effects were reported.